Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from the united states alleging that they were having an issue with their onetouch verio test strips where the strips would not power on their ot verio iq meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that she was having an issue with their onetouch verio test strips where the strips would not power on their ot verio iq meter. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.